Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (erbe generator error c-34) was confirmed and replicated. During power-on the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the customer encountered error c-34 with the integrated electrosurgical unit (iesu). An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to reboot the system; however, the issue was not resolved. Changing a cable also did not help. In addition, the customer tried using another monopolar cable and second monopolar outlet, but the error came back. The customer did not have a second vision side cart (vsc) available. The tse guided the customer on how to connect a third-party valleylab generator to the da vinci system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.